Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: omitted code e1302 and added e0303.

Manufacturer narrative:
The investigation was completed. Investigation summary: hemolysis / mechanical interaction with blood: the data log was sufficient to derive the cause of the hemolysis. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 84-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. His medical history included known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis dependence. The patient was classified as scai shock staged. During night shift rounding, the registered nurse observed elevated lactate dehydrogenase levels and hematuria. The registered nurse notified the interventional cardiologist, and echocardiography was recommended to evaluate pump position. The registered nurse noted that the pump had been repositioned the previous evening, retracted by 2 centimeters, with a final documented measurement of 3.8 centimeters from the aortic valve on echocardiogram. Increasing lactate dehydrogenase values were noted overnight. The registered nurse contacted the interventional cardiologist again to inquire about repeating the echocardiogram; the interventional cardiologist initially advised repeating laboratory evaluations only but later planned to review the laboratory data and obtain an echocardiogram. There was also discussion regarding escalation of support. The impella cp was subsequently explanted, and an impella 5.5 was placed. The reported hemolysis is most plausibly related to patient-specific factors including the underlying acute myocardial infarction, cardiogenic shock physiology, renal insufficiency, and hemodynamic instability with possible contribution from device positioning. Hemolysis is a known risk associated with impella support, as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.